Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the reservoir had air bubbles. Customer's blood glucose was 197 mg/dl at the time of the incident. The customer was advised the reservoir will be replaced. The product was not returned for analysis.